Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels exceeded 30 mmol/l (541 mg/dl) with a ph of 1.97 while wearing the pod between 24 and 36 hours on the hip/buttocks. The patient administered over 12 units of insulin through the pod but it did not reduce his bg levels. The patient then went to the hospital where he was treated with intravenous insulin. He was in the intensive care unit for 2 days. The pod was removed and discarded by the nurse and nothing unusual was noted.